Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the access site had drainage/tissue exposure around the blue suture hub. Antibiotics were given due to positive blood and tissue cultures. Additionally, there was oozing at the access site. Bival was withheld and support continued.

Manufacturer narrative:
D6 explant date: unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿